Manufacturer narrative:
The original assessment of this report determined that the event was not reportable. A retrospective review of the file occurred and it was determined that this event should be reported. Cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. (B)(4). Investigation- a review of the complaint history, documentation, instructions for use (IFU), quality control (qc) and specifications for the purpose of this investigation. No device was returned to assist with the investigation. Per qc, instructions are in place to test the device for any noncomformance. Manufacturing instructions are in place to verify the device is manufactured according to specifications. Additionally, this device is shipped with our product IFU which states, "to prevent clotting, the triple lumen's #2 and #3 lumens should be filled with saline solution or heparinized saline solution prior to catheter introduction." And "after catheter is placed and prior to use, tip position and lumen patency should be confirmed, if blood is not freely aspirated, physician should immediately re-evaluate catheter tip position. Without visual, dimensional, or functional testing of the devices associated with this report, we cannot determine with any certainty what led to this failure mode. No additional risk reduction is required at this time. There is insufficient risk due in part to low occurrence, low severity and high detection activity. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
After placement of catheter, they are not able to get blood return from all of the lumens. This applies predominantly to the mid and proximal lumens. Sometimes they initially don't get blood return, sometimes they get it initially and then hours or days later they are unable to get blood return from the lumens. The patients do sometimes require an additional cvc line insertion procedure due to this occurrence.